Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was unable to execute a 3d spin after taking scout shots but the issue was resolved after a reboot. There was no known impact to patient's outcome and surgical delay was not provided.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The rep removed all connections of the power supply to clean them and re-installed all connections and tested system thoroughly. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.